Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient stated she couldn't see very well so she wasn't sure if there was air in the patient line when she connected. Gts had the patient cycle power twice to clear the error and get to the "press go to start" prompt. The patient elected to start over with new supplies. No injury or medical intervention was reported. Product surveillance spoke with the patient. The patient stated there were no separations, loose connections, or holes in any of the supplies that may have caused the error. The patient stated she started over with new supplies successfully. The patient notified her dialysis nurse about the alarm and was advised on proper procedure.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was undetermined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).